Manufacturer narrative:
(B)(4). During follow up, the home patient's (hp) wife stated that the patient had been doing fine. There was no patient injury or medical intervention associated with this report. The hp's wife stated that the hp is no longer on peritoneal dialysis therapy. The hp is on hemo dialysis because it is better for him.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during dwell 3. The technical service representative (tsr) had the home patient (hp) cycle power. The tsr advised the hp to disconnect. The hp stated that he will finish therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.